Manufacturer narrative:
No conclusion code available; the reported field event of high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and the case wire between the hybrid and the can was found to be broken. The cause of the reported high hv lead impedance was a broken case wire.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that before generator change-out, high, out of range, hv lead impedance was observed. No lead damage was found under fluoroscopy. Device was explanted and replaced. Impedance and all other measurements were normal with the new device. Patient&#38112;condition was stable.